Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report low blood glucose levels for the past week. The customer's blood glucose reading an hour prior to calling was 49 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the reservoir volume did not appear to be calculating correctly. The customer also felt that the insulin pump was over delivering insulin, and requested a replacement. Nothing further was reported.